Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter valve replacement procedure. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers or removal of the ds, with minimal risk to the patient. There may be degrees of difficulty removing the system. In extreme cases, however, it may require a new surgical cut down to facilitate removal of the system. In this case, patient factors (transposition of the great arteries and pre-existing homograft) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our european affiliate, during a transfemoral pulmonic valve replacement procedure, the 23mm sapien valve and delivery system (ds) would not advance through an existing homograft in the pulmonic position. During the implant of the sapien valve, the physician was unable to bring the valve in place from the femoral access site. The stiff e-wire did not provide sufficient support to the rf3 (ds) to make the final turn into the presented homograft. The wire was kinked by the stiff ds, especially at the transition from the pusher-flexor to the balloon, making further manipulations into the right ventricular outflow track (rvot) impossible. The entire system was removed through a cutdown in the femoral vein, and the vein was well repaired. The valve was removed from the balloon and prepared for re-use, however, one of the leaflets appeared thickened and poorly mobile. The valve was discarded. The procedure was converted to a right jugular vein access. A new 26mm sapien valve was positioned and deployed without complications.